Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed power error detected. The customer¿s blood glucose level was 7.4mmol/l at the time of the incident. It was reported that the patient had to replace battery previously. It was reported that the patient had already reset pump several months ago. The customer was told to monitor pump and if battery problems are not solved the pump will be replaced. The insulin pump will not be returned now for analysis.